Event description:
Taxus stent deployed at 0913 and the balloon stuck in stent when removing at 0920. Able to remove stent at 0954 by using guide without adverse outcome to the pt. Pt discharged ambulatory the following day.